Manufacturer narrative:
(B) (4): results - product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was returned with no blood or contrast visible. There was clear fluid in the balloon and inflation lumen. The balloon was returned inflated. There was no damage noted to the sds. A new indeflator was filled with water, was used in an attempt to pressurize the balloon when fluid came out of the pinhole on the balloon. There was a pinhole on the balloon 4mm proximal to the distal balloon marker. There were no scratches noted on the balloon. The device was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the stent delivery system (sds) was inflated to 18 atm and the stent was deployed; however, a dissection was noted. No treatment was required. Upon removal from the pt, and during testing of the sds, a balloon rupture was noted. No add'l event or pt info is available.